Manufacturer narrative:
As no sample, no batch number and no further user's information are available,, no investigation can be done. Thrombosis is a potential complication of the use of this catheter. In the IFU, we recommend to flush the catheter before and after each use with saline solution.

Event description:
The customer describes venous and thrombosis with prolongation of hospital stay and risk of hypoperfusion kidney and intestine. We do not known how long the umbilical catheter was in place.